Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Analyst commented, elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2016, prior to explant. Ramware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri. (B)(4).

Event description:
It was reported that during use the implantable pulse generator (ipg) encountered early battery depletion, mode change occurred and patient complained of some discomfort. The ipg remains in use, and was scheduled for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.